Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) had experienced oversensing and inappropriate therapy, three months post implant. An invasive procedure was performed and a loose "rate sensing" setscrew was identified. The setscrew was tightened and the ICD was reimplanted. The invasive procedure was performed 7/16/96. Implanted: 05/23/96 (implanted 3 months)